Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that new phaseal connection system failed, site leaked chemotherapy medication. Date: 10/2/2024. No harm, product number not provided, lot number not available, product not saved. Description: new phaseal connection system failed, site leaked chemotherapy medication. It did get on patients' shirt, he changed out of it and had a sweater in his car. Patient was advised to clean hands for 2 minutes and throw shirt away. Site was assessed with lead rn and replaced phaseal. No further leaks. Manager reports reviewing strategies to ensure connections between bd phaseal cstd and IV tubing are secure. Reporting this product concern. No additional information available. I am aware it lacks specific information.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.